Event description:
It was reported that less than one month post implant the patient experienced dizzy spells. The implantable pulse generator (ipg) was exhibiting no capture on the right ventricular (rv) lead. The rv impedance and thresholds were observed to be rising. During a lead revision and the lead position appeared acceptable on an x-ray. When the ipg was removed from the pocket, the lead pin connection was acceptable when visually inspected. The lead was tested through an analyzer and all measurements where within normal limits. It was suspected that there was an issue with the rv port of the ipg header. The ipg was explanted and a new ipg was attached to the same rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.